Event description:
This event is considered reportable based on analysis results approved 2007. It was reported that during preparation for an iliac/bi-femoral angioplasty procedure, friction between the amplatz ss guide wire and the imager guide catheter occurred. The procedure was successfully completed with another amplatz ss guide wire. No pt injuries or complications were reported. Pt status is reported as "okay". Analysis revealed peeled, abraded and scratched coating.

Manufacturer narrative:
Returned product analysis revealed the coating of the amplatz guide wire was peeled, abraded and scratched at several locations along its length starting at 11.5.cm from tip. The distal end was curved/bent. The directions for use instruct, "inspect and prepare the catheter to be used according to the mfrs' instructions. This includes flushing the catheter to be used with saline solution. Free movement of the guide wire within a catheter is an important feature of a guide wire because it gives the user valuable tactile info. Test the system for any resistance prior to use. Attention should be paid to guide wire movement in the vessel. Always advance or withdraw a wire slowly. Never push, auger, or withdraw a guidewire which meets resistance". The probable root cause could be attributed to the guide wire abrading against the catheter. The bent distal end may have occurred during insertion or retrieval of the guidewire against friction/resistance. The probable root cause of the damage is determined to be caused by another device.